Event description:
It was reported that a pin from the power module patient cable was found in the patient's white power cable of the controller. The power module was still able to provide power to the system controller, however communication with the heartmate touch was interrupted. The system controller and power module patient cable were exchanged which resolved the issue. There was no impact to the patient. Related MFR: 2916596-2023-02045.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(4) ) was returned for evaluation due to a pin from a 14v patient cable being broken off in the controller connector. The heartmate 3 system controller (serial number: (B)(4) ) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2023 per timestamp). Events captured on (B)(6) 2023 took place in the testing labs at abbott. The driveline was disconnected on (B)(6) 2023 at 15:03:33 and the controller was shut down at 15:03:48. There were no other notable alarms active in the logfile pertaining to the reported event. Pump operation was not affected, and the device appeared to function as intended. The controller was returned with a broken pin in the white power cable connector. The pin was removed, and the controller underwent functional and preliminary testing and passed. The root cause for the reported event was determined to be related to a broken pin in the patient cable. The device history records were reviewed for the system controller (serial number: (B)(4) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.